Manufacturer narrative:
As received, a complete lead was returned in two pieces: the connector portion measured 11.5 cm and the distal portion measured 42.9 cm/43.5 cm (outer insulation/outer coil) with an extraction tool inserted/stuck in the inner coil. The reported event of ¿due to noise¿ was confirmed. Visual examination of the lead found an external outer insulation abrasion exposing the outer coil caused by friction to the device can and was noted at 6.4 cm to 6.8 cm from the connector pin. The cause of the reported event of ¿due to noise¿ was due to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14620. It was reported that the patient was scheduled for a right atrial (ra) lead replacement due to noise. Upon interrogation prior to procedure, noise was noted on the right ventricular (rv) lead as well. The noise did result in over sensing episodes, and automatic mode switch was noted on the ra lead. Both leads were explanted and replaced. The patient was stable.